Event description:
The patient reported taking off the pump to go into water but the pump fell to the floor. The patient reported that the pump lost power after falling on the floor. The patient confirmed that there was no damaged to the battery compartment or cap and the yellow o-ring was not visible. The patient reported that upon further inspection, corrosion was noted inside of the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. The current available black box data showed no evidence of power issues. The pump battery compartment was observed to be intact but the compartment was noted to have moisture damage. The pump powered on appropriately with the returned battery cap and the pump was exercised for 24 hours without issues. The pump electrical current draws were tested and were found to be within specifications. The pump was opened and no moisture or damage was noted inside.